Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) was over-sensing noise which lead to inappropriate automatic mode switch (ams) episodes. The patient was asymptomatic. The ICD was reprogrammed and the patient was in stable condition.